Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that the carry case and lancing device was missing from her onetouch verioiq meter testing kit. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6), 2014 at an unspecified time in the morning. The patient stated that she manages her diabetes using a combination of pills, diet and/or exercise, and reported experiencing symptoms of ¿sweaty¿ in the evening of (B)(6) 2014, after the alleged meter issue began. The patient denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr educated the patient on the correct box contents and confirmed that the items were missing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.